Event description:
A couple of days ago a new trach was inserted and the pt became uncomfortable and noticed bleeding. After a couple days the trach was removed and wires were coming from the buttom of the tube.